Event description:
The customer reported to olympus, that evis lucera gastrointestinal videoscope was leaking. There was no report of patient harm associated with this event. During evaluation of the returned device, foreign matter came out of the suction channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and reported issue (leak) was confirmed. There was a leak due to pinholes in the channel and on the universal cord, water tightness was lost; suction tube, and channel tube clogged; connection tube wrinkled and have a dent; scratches on various parts of the device; distal end, nozzle dirty and light guide dirty; adhesive peeling on various parts of the device; connector damaged; universal cord wrinkled and sticky; physical stress; cylinder dirty; connector corrosion due to water leakage; water leakage on various parts of the device; debris; due to wear of angle wire, bending angle in down direction does not meet specification; charge coupled device damage, lastly switch button does not work. The investigation is pending; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2023-03911 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2023-03911 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.